Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the erasable programmable read-only memory. The ventilator passed all testing per manufacturer specifications and was returned to the customer for clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the 760 ventilator appears to have run a background check that generated both a constant audio and visual alarm. The ventilator stopped delivering breaths to the patient and safety valve opened. The ventilator went inoperative and also displayed post t del (power on self test) (delivered tidal volume) error messages. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the erasable programmable read-only memory (eproms) were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.